Manufacturer narrative:
Date of event: estimated date. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In the absence of device returned for analysis a conclusive cause for the reported difficulty could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional prostar device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that arteriotomy closure was attempted using two prostar devices relative to an abdominal aortic aneurysm interventional procedure. Reportedly, there was an issue when removing the needles from both of the prostar devices. The method used to achieve hemostasis was not provided. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.